Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) fails pneumatic module leak test. Multiple attempts were made but there has been no change. The unit is not in clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is reported pneumatic module leak test fails. A getinge field service engineer (fse) stated when a clinical engineer performed an inspection, the pneumatic module leak test returned a fail. Repeated several times with no change. We confirmed that the problem could be reproduced. Replaced the safety disk parts. After that, we performed the same test and confirmed that it was normal.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Corrected data: h6 (clinical & impact code). Updated data: b4, e1(initial reporter and phone#), e2, e3, g2, g3, g6, h2, h10.

Event description:
N/a.